Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Patient reported right side "deflation, swollen, can feel the bag, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient additionally reported "heavy prolonged menstrual bleeding, and nausea;" which are not device related. Device remains implanted.